Event description:
Follow-up identified the patient had his scs ipg removed.

Event description:
It was reported the patient's scs ipg does not communicate with external devices. A sjm representative met with the patient and unsuccessfully attempted communication with the patient's charger and programmer in addition to a demo patient programmer. X-ray taken did not reveal any anomalies. Surgical may be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.